Event description:
It was reported that ongoing intermittent occlusion alarms resulting the customer experiencing diabetic ketoacidosis (dka). Ultimately, the customer reverted to an alternate method insulin therapy.